Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and was found to have a cracked grip at the midpoint of the grip. There was no material found missing.

Event description:
It was reported that during a vinci-assisted surgical procedure, the force bipolar instrument's tip broke at the wrist. When it popped out it became too big to get out of the cannula. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a cracked grip at the midpoint of grip. There was no material found missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the instrument log for the instrument 471405-06 k10240404-0179 associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2024 on system sk4930. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. No additional actions are currently required given that this issue will continue to be tracked per wi(B)(4). (Quality data review meetings).

Event description:
Refer to h11 for follow-up information.